Event description:
Pt was instructed to wear a compression garment around face which induced so much pressure on jaw that caused it to shift back and created a severe tmj condition. Due to complications from wearing this garment pt has developed severe headaches, severe neckaches at the back of the skull, severe vertigo, ringing in both ears, severe hearing difficulties, clicking, popping and grinding in the jaw joint, severe difficulty in chewing, severe fatigue of the jaw muscles after chewing or talking, limitations of the range of motion of the lower jaw, locking of the jaw in either the open or closed position, loss of teeth. Pt has consulted a tmj specialist who examined this garment and has confirmed without a doubt that this device was the direct cause of pt's problem. Pt's daily functions, like eating are limited. Pt has been without chewing for 18 months. Pt was not aware of this terrible disorder or that such pressure can cause the mandible to be compressed back into the joint space and can precipitate a tmj condition. In addition, pt is in the process of speaking with the compression garment MFR so that other people can be aware of the complications that this compression garment can cause.